Manufacturer narrative:
The reported product was returned without an associated complaint. Failure event observed during analysis. Final analysis found a partial lead returned in three pieces measuring 18.4, 2.5 and 34.5 cm respectively. Internal insulation abrasion was noted breaching the re cable lumen at 3.4cm to 5.4cm distal to the distal end of the svc shock coil. The etfe cable coating was not abraded in this location. Internal insulation abrasion was noted breaching the rv cable lumen at 3.5cm to 4.6cm distal to the distal end of the svc shock coil. The etfe cable coating was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.